Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump calculated a large bolus of 99 units to be delivered. Tandem technical support could not find an automatic correction bolus of 99 units in the pump logs. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.